Event description:
It was reported that during the attempted implant, the helix would not retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was apparent explant damage and there was blood in/on the helix/lobe mechanism. Analyst visual comment: lead received with the helix extended and bent. Blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.